Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump had pump error. The customer¿s blood glucose level was 72 mg/dl. The customer reported that they received a pump error and was suspend. It was reported that they got another rewind alarm major issues and also reported low blood glucose and pump error. The insulin pump will not be returned for analysis.